Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 6 years 10 months post implant of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient visited a clinic for a workup of their valve. Additional information received via medical records confirmed the patient presented with valve degeneration with severe stenosis as well as long standing moderate paravalvular leak (pvl). Per transesophageal echocardiogram (tee), the leaflets appeared calcified and severely restricted. The patient underwent a valve in valve (vinv) procedure with a 20mm sapien 3 ultra valve. The valve was implanted successfully.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. Imagery was provided for review and the following was observed: calcification present on the valve. Medical records were also provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Risk management file review found no further action is needed. The event for valve calcification was confirmed via medical records and provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, the valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances. It was identified that the proper manufacturing mitigations have been implemented. A review of the medical records revealed that the patient had a past medical history of steroid use and moderate stenosis, which are well known risk factors for bioprosthetic valve calcification. Additionally, the patient had hyperlipidemia (hld). Hyperlipidemia has been found to be associated with aortic valve stenosis (calcification) and to resemble the inflammatory process of atherosclerosis. In this case, available information suggests that patient factors (steroid use, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.